Event description:
The pt reported experiencing elevated blood glucose of over 300 mg/dl on either (B) (6) 2010 or (B) (6) 2010. He bolused through the infusion device, but was unable to lower his readings. He then found insulin in the cartridge compartment of the infusion device. He dried the cartridge compartment with a tissue, but his blood glucose remained elevated. On (B) (6) 2010, he switched to his backup infusion device and his blood glucose decreased. His normal blood glucose level is 120 mg/dl. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.